Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the sureform 60 stapler instrument associated with the reported event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 6 times, and it fired 6 reloads (1 blue, 3 green, 2 blue, in that order). On installs 1 and 6, the system failed to detect the reload color, and the user manually selected the blue reload in each case. On installs 1-5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, however, it was followed by a firing failure. The firing stopped at approximately 61% completion, after a duration of approximately 36 seconds. The instrument was then removed, and it was not used again in the procedure. There were no stapler related errors in the system logs. A review of the provided image revealed a blue sureform 60 reload with a displaced knife blade that seems to have skived along the right-hand side of the knife track, resulting in deformed material from the reload.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, while using a sureform 60 stapler loaded with a blue sureform 60 stapler reload for the roux-en-y jejunojejunostomy, the firing sequence stopped during the 6th stapler fire. The error message "blade may be exposed, tissue too thick to continue" was generated at the time of the event. When the instrument was retrieved from the patient, the reload blade was exposed and bent sideways, and some parts were scraped. No complications reportedly occurred. There is some concern that a failure of the anastomosis may occur as a result of this issue. The patient's current status is unknown. The instrument and accessory were inspected prior to use, and no damage or anything out of the ordinary was observed. The stapler instrument did work, however, a partial fire occurred due to tissue too thick to continue. The target tissue was the jejunum. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. It was unclear if the stapler jaws opened or released during the firing sequence, as it was not visible due to the anastomosis. The event did not involve the reload deploying staples unexpectedly. There were no malformed or unformed staples, staples missing from the staple line, or holes/gaps in the staple line. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no unexpected bleeding observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the staple firing failure. The issue was resolved with a backup sureform 60 stapler instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 stapler reload associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. A log review confirmed that the reload was involved in a firing failure. The knife was exposed towards the middle of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additionally, the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload, and the pusher was fully deployed. The knife was inspected, and there was damage found. The reload blade was found to have mechanical indentations. The reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. Isi also received the sureform 60 stapler associated with this complaint, and an fa investigation was completed. Fa confirmed, but did not replicate, the customer reported complaint. The instrument was found to have 1 firing failure based on the log review, which was no replicated through in-house testing. The stapler was installed onto an in-house system, and it fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resulting staple line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the instrument was found to have roll bushing between the roll gear and the main bushing. The instrument did not fail engagement when placed on the in-house system. The binding was likely caused by a component that was smaller than manufacturing specifications, which likely caused increased roll friction. The instrument's main tube was manually rotated and high friction was observed.

Event description:
Refer to h10/h11 for follow-up information.